Event description:
End user reported that the joystick on her m94 power chair does not turn off, caused her to run over her foot 3 months ago allegedly breaking her foot. Invacare spoke to the end user in a follow up call. User stated that she did not go to the doctor after running her foot over so there is no confirmation that the foot was broken, she just thought it was broken because it turned black and blue and swelled up bad. Minor injury, no medical intervention. User also stated that her footplate will not stay up and that she has contacted her dealer to have the chair serviced.